Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer received false negative results. This event occurred 1 time(s). According to the latest information erroneous results were not reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the doctor reports a false negative result and requests that the instrument be inspected."

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a false negative result on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The regional service personnel worked with the customer on sample workflow and preparation and monitored the instrument. No further issues were noted with the instrument and it was determined the false negative result was likely due to customer workflow. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time,this is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of may. The upper control limit was not breached, and trends were not identified associated with this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is user inconvenience, which is an s1; reference row ID 8.12.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer received false negative results. This event occurred 1 time(s). According to the latest information erroneous results were not reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the doctor reports a false negative result and requests that the instrument be inspected."